Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. The device ga-4000001:(B)(4) was installed in the facility on 5/18/2022 and it's still in warranty. Service engineer tested the device and advised: "worked with tony hollis remotely to reverify all alignments and recalibrate all handpieces and wavelengths on system. Performed all steps on service checklist. Had customer verify system before leaving account. Instrument operating within lumenis specifications." Device malfunction wasn't the suspected cause of the adverse event. Because of the lack of information (no incident form received) lumenis is reporting the event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by piqo4 device.